Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump's wake button was not working. Additionally, the customer was reportedly hospitalized. Reason for hospital visit was not provided; however, it was reported that the customer was confused. No additional information was available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, the customer did not respond.